Manufacturer narrative:
Elevated complaint investigation will be initiated. Lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported 1 false positive sars-cov-2 result on the alinity m resp-4-plex assay. The customer reported that the positive sars-cov-2 result did not fit with the patient's history. The sample was retested on both thermofisher and genexpert systems and the result was negative. The negative result was reported outside of the laboratory. There has been no report of impact to patient management. This incident is being reported to FDA because the incident occurred in spain using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer results log was reviewed. The run which involved the discrepant result was valid and met assay specification requirements. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 527142 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curve of the discrepant result was analyzed. The one discrepant result was reported as positive for the cov2_4pce target by the customer. The curve was reviewed and does not appear abnormal. The 1 discrepant result for the cov2_4pce target is considered near and/or beyond assay limit of detection (lod) which means the positive interpretation is not 100% reproducible using the alinity m resp-4-plex assay (per alinity m resp-4-plex package insert (53-608209/r2), limit of detection (lod) studies determine the lowest detectable concentration of sars-cov- 2, flu a, flu b, and rsv, at which greater than or equal to 95% of replicates test positive). The sensitivity for the cov2_4pce target varies between platforms. If the alinity m resp-4-plex assay is more sensitive (i.e. Lower lod) than the competitor platform, then a low titer sample can receive a positive interpretation using the alinity m platform but a negative interpretation using the competitor platform. Quality data review: device history record (DHR) / batch record review: the DHR review for alinity m resp-4-plex amp kit (list 09n79-090) lot 527142 (including the components) was performed. The manufacturing packet was reviewed to identify any issues related to the reported complaint during production of the lot components. No records related to the reported complaint were found. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. Corrective action preventative action (CAPA) / non-conformance (nc) review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 527142 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 527142. A product deficiency was not identified by this review. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 527142 was not identified.